Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Consumer said the patient was adjusted at the healthcare provider's (hcp) office and has been bleeding "down there" ever since; they are currently in the hospital. As a result of what was reported, the consumer was redirected to the hcp. No device issue was reported and no further patient complications have been reported as a result of this event.